Event description:
Dealer advised unit not alarming. Dealer advised rental unit. Dealer could not provide any further information, (B)(4).

Manufacturer narrative:
No end user information provided. A follow-up will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Dealer advised unit not alarming. Dealer advised rental unit. Dealer could not provide any further information, (B)(4).